Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash under her left breast. The patient's doctor prescribed hydrocortisone cream and advised the patient to only wear the lifevest at night. During a follow-up the patient reported that the irritation had improved.